Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise resulting in pacing inhibition. There were no adverse patient symptoms reported.